Manufacturer narrative:
It was reported that there is opening and air at the top of venous softbag reservoir. No product change was required and no harm was reported. The sample investigation was not required since a video provided by the customer. It could be seen that there is air top of the jvr and also there is opening. The opening is at the welding of upper side of venous softbag (the air extraction line or medication port) and the reported failure can be confirmed. The device history record for lot 92305868 was reviewed. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. The failure is identified in the current risk management file ((B)(4)). The most probable causes are associated with manufacturing processes controls: insufficient control of manufacturing processes / subcontractors - use error: lack of attention on product handling during further handling by customer. Based on the possible manufacturing problem, supplier notification-2027843 has been initiated for this issue and the complaint was sent to the supplier. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Evaluation via video.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow-up report will be submitted when further information becomes available.

Event description:
"An opening in the collapsible reservoir has just been noticed on an hlm pack with lot number 92305868 on the operating theater. This opening was at the top, where air can be drawn with a suction cannula (the opening is under the leg wax piece). The pack be-hqv number is (B)(4). The reservoir will be saved after the operation to investigate what exactly is going on." There is air at the top of the venous softbag reservoir .